Event description:
The customer reported that after pipetting an antibody screening microwell plate on summit, the tech noticed low sample in wells a4 through h4. No error was reported. No death or serious injury was associated with this incident.